Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right inguinal area. The 80% stenosed target lesion was located in a non-calcified and moderately tortuous left external iliac artery. The 4.0 mm x 40 mm wanda balloon catheter was advanced to dilate the lesion. The balloon was inflated to unknown pressure. The physician noted that saline was leaking from the balloon. Per the physician, the balloon ruptured upon inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via the right inguinal area. The 80% stenosed target lesion was located in a non-calcified and moderately tortuous left external iliac artery. The 4.0mm x 40mm wanda balloon catheter was advanced to dilate the lesion. The balloon was inflated to unknown pressure. The physician noted that saline was leaking from the balloon. Per the physician, the balloon ruptured upon inflation. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon was fully deflated. A visual and tactile examination of the shaft of the device found no anomalies. An attempt to inflate the balloon to its rated burst pressure of 16 atmospheres (atm) failed due to a leak noted at the proximal end of the strain relief. Examination of the strain relief found no anomalies. The strain relief was removed using a blade. After removal of the strain relief inspection of the shaft noted a cut on the balloon inflation lumen side. The shaft may have been cut during analysis as the strain relief was being removed. The device was sent for x-ray mictotopography. The x-ray showed a continous void in the 3rd glue bond. During investigation a dye was flushed through the device to identify the path of the leak. However the path of the failure could not be identified, possibly due to the damage caused by cutting through the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).